Event description:
Affiliate reported that the programmable valve could not be regulated anymore. More info is expected regarding the actions taken by the surgeon.

Manufacturer narrative:
Upon completion of the investigation, a f/u report will be filed.